Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced low r-waves during implant. The physician attempted to re-position multiple times. It was further reported that icm experienced interference/noise. The icm was replaced. No patient complications have been reported as a result of this event.